Event description:
A customer reported a drill extension ev was bent. The doctor stated that the treatment was not completed successfully.

Manufacturer narrative:
There is no info about the pt's status or regarding the implant site preparation. Therefore, since treatment was not completed successfully, this event is reportable per 21 cfr part 803. The implant failure will be reported, as appropriate, via asr. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.